Manufacturer narrative:
(D10): concomitant device(s): 320-42-00 - equinoxe reverse 42mm humeral liner +0 (B)(6). 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6). 320-02-42 - rs expanded glenosphere 42mm, +4mm offset (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-15-07 - sup/post aug plate, l rs glenoid baseplate (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm (B)(6).

Event description:
Index surgery: (B)(6) 2018. Reduction under general anesthesia was difficult. Patient was bench pressing a 10/15lb bar and felt it come out. Though pain would get better. The case report form indicates this event is definitely not related to devices and definitely not related to procedure. This event report was received through clinical data collection activities. Subject ID: (B)(6). The case report form indicates treatment is resolved. Associated with (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.